Manufacturer narrative:
(B)(4). This report is related to a journal article, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. No specific patient information regarding events has been provided. Additional information was requested and the following was obtained: were the cases discussed in this article previously reported to ethicon? No does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? This is a retrospective study. Cause can not be concluded here. Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? I do not have an opinion about this.

Event description:
It was reported in a journal article entitled: pterygium excision with conjunctival autograft: true survival rate statistics author(s): david varssano, md, hadas shalev, md, moshe lazar, md, and naomi fischer, md citation: cornea 2013;32:1243¿1250. This retrospective cohort study aimed to evaluate the factors influencing long-term survival rate after pterygium excision with conjunctival autograft. From jun1997 to may2008, 173 patients (mean age sd 54.3 ±14.2 years) underwent 182 excision of pterygium and conjunctival autograft. During the procedure, multiple sutures were used to attach the graft to its location, either 10-0 ethilon (nylon) in 38.2% of cases or 6-0 to 10-0 vicryl sutures in 61.8% of cases and placed in an interrupted and/or running manner to firmly attach the graft to the bed and to the surrounding conjunctiva. In 176 procedure, 20 of these had recurrences. Suture size had significant effect on the recurrence rate, but not with suturing method. None of the patients showed serious complications postsurgery. Additional information has been requested.